Event description:
It was reported that the bd¿ allergy syringe with permanently attached needle 27 g x 3/8 in., 0.5 ml had rust on it. No patient impact reported. The following information was provided by the initial reporter: my nurses said a needle had visible rust on it.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ allergy syringe with permanently attached needle 27 g x 3/8 in., 0.5 ml had rust on it. No patient impact reported. The following information was provided by the initial reporter: my nurses said a needle had visible rust on it.

Manufacturer narrative:
H6: investigation summary: customer returned photos of a tray of syringes from lot # 1026233. Customer states a needle had visible rust on it. No images of the syringes were returned so the foreign matter issue cannot be confirmed. A review of the device history record was completed for batch #1026233. All inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure (fm). A definite root-cause could not be determined.